Event description:
Found during testing. According to the reporter, the device would not power up all the way. No pt involvement reported with this event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not completely power up. Physio replaced the main pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced pcb assembly, but could not determine root cause for the reported incident.